Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode the customer stated that there was no patient involvement.

Event description:
Syringe split nut two knob actuator- damaged/cracked, carriage assy- binding/jammed, barrel clamp assy- damaged/cracked, misaligned 08/24/2017 15:46:11 william burdette (wburdett) for additional repairs please contact rodger abbott, biomed rodger.abbott@cchmc.org, 513-636-2587 03/26/2018 09:31:42 dwayne davids (ddavids) recall contact: caleb kinderman clinical engineering tech 513-518-2166 caleb.kinderman@cchmc.org 04/03/2018 08:01:35 francisco r zamora (fzamora) minor repair. 04/17/2018 10:19:48 lauryne wasan (lwasan) there was no patient involvement. Updated from rcl to mnr for the minor repairs needed per frank zamora, service tech. Repair approved by robert martin, biomed, at robert.martin@cchmc.org for $354. Use new po# 1100088888 04/19/2018 09:37:12 annette a mendez (amendez) 1z9791540270518294 01/17/2019 06:16:59 joseph kuhls (jkuhls) file reopened to add track wise pr number to the device data field.